Event description:
It was reported that the right ventricular (rv) lead exhibited exit block and dislodgement. The physician determined that rv lead revision is not needed. The device was reprogrammed and the lead remains implanted. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: c174awk implantable cardioverter defibrillator (B)(6) 2009; 5076-52 implantable pacing lead (B)(6) 2009; 419478 implantable pacing lead (B)(6) 2009. (B)(4).